Manufacturer narrative:
This charger model number was included in a field correction. MFR's eval: conclusion - complaint for charger box "charger can't locate ipg" was not confirmed. Returned charger box functions as intended and passes the entire test. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2012-12370. It was reported the pt's charger was unable to locate the ipg. The top of the ipg protrudes out and the physician is unable to manipulate the ipg further into the pocket. Follow up determined the physician performed a pocket revision. The sjm rep reported the charger and the programmer communicates with the ipg without issues. Reportedly the pt has full stimulation.